Manufacturer narrative:
The customer requested assistance from a philips remote service engineer (rse). The rse put a wok order in for a bench repair on the product. Biomed was going to send device in for repair. Device never was turned into philips bench. Bench order was cancelled. No work has been preformed by philips. Biomed reset the device to working condition. Based on the conclusion of the investigation, biomed reset the device, and the bench order was cancelled. No work was preformed by philips. The device remains at the customer site. No further investigation or action is warranted.

Event description:
It was reported to philips that the device screen flashes white when turned on. There was no patient involvement.